Event description:
A pt reported that their meter would keep giving them error 2 messages. They did not have any symptoms. There was no medical intervention or treatment given. This issue was not resolved within trobleshooting. The error 2 message occurred immediately upon inserting a clean test strip. They tried inserting several different test strips. No further information has been reported.